Event description:
It was reported the patient presented in the hospital for an implantable cardiac monitor. During the procedure, it was observed the device could not establish telemetry. The device was replaced to complete the procedure. The patient was discharged.

Manufacturer narrative:
Correction h6: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.